Event description:
During verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was broken. This report represents all the information known by the reporter upon query by hospira personnel.